Manufacturer narrative:
Zoll medical corporation evaluated the device for a blurry display and the device performed to specification. Evaluation of the device determined the display has an anti-glare coating. This does not indicate a device malfunction. Reports of this nature are typically not submitted due to the fact that the device can still administer therapy. The reported malfunction for defib failure was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, synchronized cardioversion testing, and defib cycle testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device activity logs did not show any faults that could be associated with customer report.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection testing, the device's display was distorted and no clinical information could be seen and the device displayed an "unknown defib failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.